Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump has a constant audible tone that cannot be cleared. Customer's blood glucose was 187mg/dl at the time of incident. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis. No further details given.

Manufacturer narrative:
The pump passed the functional testing, including the operating currents measurement, self-test, unexpected restart, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. No unexpected low battery alarm was noted. The pump was monitored for several days and no audio/beep anomaly or constant tone anomaly was noted. All buttons functioned properly. No damage in the keypad assembly was noted. Inspected the lcd connector and no unlocked connector was noted. No frozen screen was noted. The pump had a cracked case at the display window corner and minor scratches on the display window.